Manufacturer narrative:
(B)(4). The field report of high lead impedance was not confirmed. As received, electrical testing of the lead did not any indication of conductor fractures or internal shorts. X-ray of the connector region indicated the inner coil was over torqued while the helix assembly was normal. Visual analysis found damage consistent with that occurring at the time of explant. (B)(4).

Event description:
During lead implant, high impedances were seen despite placing the lead in several positions. The lead was explanted and replaced. The implant, explant, and event dates are not available.